Event description:
On (B)(6) 2014 the practice reported they performed an off label treatment: the practice inquired (B)(6) 2013 to medinfo and received information on off label elbow treatment from ulthera. (B)(6) proceeded to treat a patient on (B)(6) 2013 above the elbow. The patient has experienced numbness and significant pain when using fingers (typing for example) - specifically the pinky and ring fingers. The patient has seen a neurologist and had a nerve conduction study. The ulnar nerve is not damaged, however the mylar sheathing the pathway has damage. The patient was put on high doses of gabapentin and hydrocodone. The practice saw the patient for the first time (B)(6) 2014 for follow-up-she had not come in before then because she was seeing the specialist. The patient contacted ulthera direct, sharing that sought the treatment of a neurologist in early december. She was on daily prescription pain medication for weeks as well as the highest allowable dosage of neurontin in order to manage and recover from the ulnar neuropathy.